Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a high out of range shock impedance measurement. A follow up visit was performed and normal measurements were obtained. A decision was made to further monitor this system. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.